Event description:
Event was reported to (B)(4) by an atty. The patient has suffered severe pelvic pain, affected menstrual flow, bowel problems, depression, hopelessness, anxiety, suicidal thoughts, and panic attacks. No further info has been provided.